Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Customer did not have any deviations or deficiencies or concerns in reprocessing. Pre-cleaning was performed immediately after patient procedure. The water was aspirated through the instrument/ suction channel with a suction pump. The forceps elevator was moved to raise and lower 3 times in water during aspiration. The aspiration was done with both the 1st & 2nd position of the suction valve. The air/water and the balloon channels were flushed with water and air. The air/water channel was flushed with water and air. The endoscope was pre-soaked in gigazyme, the detergent solution. The device had passed the leak test. The forceps elevator was raised and lowered three times when submerged in the detergent solution. The forceps elevator was flushed. It was unknown whether the brushed points were checked. The distal end was flushed with distal end flushing adapter. Innova e4 cms was the name of automated endoscope reprocessor (aer) used at the facility. There was no defect in aer. Product name of detergent - thermosept x-tra. Product name of disinfectant - thermosept ed. All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of disinfectant and the water quality of the rinse water controlled. The device was dried by using clean compressed air and dry process of aer and simple cabinet was used for endoscope storage. The customer did not provided information about the temperature and oxygen concentration in the storage environment. According to the customer, the water filter was not replaced periodically in accordance with instructions for use (IFU) for the subject device. Customer explained that test specimens during the washing cycle built-in nozzles were unable to build up the pressure required to flush the albarran channel. Water flow was primarily not sufficient. Customer was provided a training course by olympus to carry out the reprocessing in a uniformly correct manner. Since then, the subject device had been sterile and the nozzles were already replaced shortly after the event. To date, the suspect device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the ultrasound gastrovideoscope was used again in one unspecified procedure on the day when the sampling tested positive for unexpected contamination. The device was quarantined and used no longer. All further samples taken after that event showed a contaminated ultrasound endoscope (exclusively longitudinal). All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. As a result of confirming contents of the instruction manual of gf-uct180, the reprocessing method is described in the chapters below: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.